Event description:
It was reported that this right ventricular (rv) lead had a history of fluctuating and high, out-of-range pace impedance measurements that previously triggered a lead safety switch (lssi) to unipolar. The rv lead has since been programmed back to bipolar, and recent atrial tachy response (atr) episodes revealed oversensed noise. Technical services (ts) reviewed troubleshooting options and possible causes for the observed noise, such as myopotential or a change in performance attributed to the age of the rv lead. Additionally, the pacemaker had less than 3 months remaining on the battery, and the physician may want to address the lead, as well, upon battery replacement. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).